Event description:
It was reported that during a total laprascopic hysterectomy, the device locked onto a vessel and couldn't be opened. They forced the device open and removed the device from the patient. At this point, the device couldn't be opened or closed. They completed the case using a competitor's advanced bipolar device.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received the jaws damaged. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The condition of the jaw prevented the functionality of the device. The jaw was unable to cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.